Event description:
It was reported to adac that a scan using totalbody protocol with learn mode enabled was in progress when a system error occurred. After clearing the error, the operator pressed the resume key to continue with the scan. At this point the upper detector (1) radiused towards the pt beyond the setting for the previously defined contour, touched the patient's forehead pushing the head into the pillow.